Event description:
Pt was a (B)(6) female who suffered from a m2 occlusion/clot resulting in a stroke. Pt was hemi-paretic on right side with a nih score of 28. Merci balloon guide (bgc) 8f x 95 cm was positioned and a synchro2 standard guide wire was used to track up a trevo pro 18 microcatheter distal to clot. Internal carotid artery (ica) was very tortuous. Guidewire was removed and trevo pro 4 retriever was positioned. For pass one, trevo was successfully deployed. Bgc was inflated just prior to stent retrieval for first pass. Trevo was removed from pt and bgc was deflated. Trevo pro 4 was taken up for a second pass and clot was fully retrieved from mca. Result was tici 3. When physician did a post clot angiogram, he discovered that the left carotid artery was dissected. Pt was significantly more responsive; could move both eyes and was able to move left/right hands and feet. Physician decided to not treat dissection. Physician believes that the bgc may have caused the dissection by over-inflation of balloon by physician or movement of the guide catheter during procedure. Angiography of pt's right internal artery showed good cross flow and minimal negative impact to pt.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. The mfg records for 8f balloon guide catheter device, lot number, 35765, were reviewed and no anomalies were found that are related to this complaint.